Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component was confirmed duplicated. The evaluation found transducer pt802 faults recorded on the events log and failed calibration.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator had unresolved "turbine fault" and "transducer fault" alarm conditions. The customer reported that there was no patient involvement.